Manufacturer narrative:
This report is submitted on august 14, 2019, by cochlear ltd.

Event description:
It was reported that the recipient had an revision surgery on (B)(6) 2019 due to eruption and infection at baha abutment site. The revision surgery reportedly went well.